Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 26oct2018. Philips technical support suggested swapping out the central processing unit to resolve the issue. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the blower was intermittent. There was no patient or user harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 15jan2019, date rec¿d by MFR: 14jan2019. Attempts were made to contact the customer to obtain information regarding the service or repair of the device, however, no response was received. Should additional information be obtained, a supplemental report will be filed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.